Manufacturer narrative:
H4: the lot was manufactured on october 19, 2022 - october 21, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye noted fluid inside a sealed bag that contained the device which suggested a leak occurred. Further inspection revealed the cause of leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the condition was due to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. At the hospital, prior to patient use, it was observed that the infusor was leaking into the green overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.